Event description:
S&n mexico reported that a bio-rci screw driver did not fully insert into q screws. Surgeon attempted to insert a 7mm smith & nephew bio-rci screw in spite of the problem. A portion of the screw broke off during insertion. The borken piece was removed and the screw left in the site. No pt injury was reported as a result of this situation.